Manufacturer narrative:
The customer informed olympus that the repair request was sent by mistake since the device works correctly. The device was not returned to olympus for evaluation. Additional details relating to the patient and the event were requested, but no further information was provided as the customer stated the request was sent by mistake. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center had no image output from the video signal. The programming was checked and the video output card was replaced but the issue remained. The issue was observed during a functional check after an unspecified procedure. There were no reports of patient harm or impact associated with this event.